Event description:
Report from (B)(6) stating the device had a damaged hose. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. It is unknown if there was a delay in surgery. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).